Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block(lbbb) occurred. Procedure summary: baseline heart rhythm showed a normal sinus rhythm. Prior to the index procedure, heparin and other anticoagulant was given. The subject received loading doses 300 mg of clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty (bav), as directed by the directions for use. No new conduction disturbance was noted post bav. Deployment of a 23 mm lotus valve involved partial resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus as directed by the directions for use. Event summary: on the same day, post index procedure, electrocardiogram(ECG) revealed a new left bundle branch block. Echocardiogram revealed high grade concentric hypertrophy, and normal ventricle with good gradients. Two days later, the subject's ECG showed normal sinus rhythm. Seven days later, the subject was discharged on clopidogrel. The patient later died due to sepsis not related to the lotus valve.